Event description:
I had explant of allergan silicon implants due to multiple medical issues including the following: brain fog/memory loss, foot pain, inflammation, hair loss, incontinence, eye sight irregularities, dry skin, rashes, mouth sores, unknown allergies, frozen shoulder, energy loss, excessive tiredness, headaches, migraines and other issues. Some of the issues have already subsided the day of removal. Others are getting better each day. Hoping for a full recovery. I have done blood work, allergy testing, multiple mris and all test come back normal. They show nothing wrong when clearly there were multiple symptoms over the last few years. FDA safety report ID# (B)(4).